Event description:
A caregiver (parent) reported an alarm issue with the adc device. Upon troubleshooting, it was determined that the lack of alarms was due to a scan timeout error. On 27 jun the customer experienced headaches and dizziness. The customer's glucose was found to be 63 mg/dl (from unspecified device) and the caregiver provided treatment of juice and cake. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.